Event description:
It was reported that an right atrial (ra) lead exhibited an increase in threshold measurements to 5 volts due to exit block. A chest x-ray was performed and did not yield any findings. A revision procedure was performed where the ra lead was explanted and replaced. At this time the serial number of the ra lead is unknown along with the exact date of occurrence. Requests to find out additional information have been made, but no further information is available at this time. If additional information becomes available the report will be updated at that time.